Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to loosening of the articular surface implant screw.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records identified no deviations or anomalies. The device is used for treatment. A complaint history search identified no other complaints for the part and lot combination of the articular surface. Operative notes from the lcck implantation surgery state the patient underwent revision of unknown components due to metallosis and loosening. The operative notes do not provide specific details about the articular surface insertion but they do say that the articular surface was inserted with the screw provided. Range of motion from 0 to 110 degrees with good stability was noted after implantation of the final components. The implanted components were reviewed for compatibility with no issues identified. Operative notes from the articular surface revision were not provided. Per the nexgen cr, ps, cra, lps, and lcck package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. The nexgen lcck surgical technique provides instructions for inserting the lcck articular surface and locking screw and includes the warning ¿caution: do not over or under torque. Undertightening of the screw may allow it to loosen over time. Overtightening may cause the screw to fracture intraoperatively.¿ a definitive root cause cannot be determined with the information provided.